Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery systems through the article, endoscopic combined drainage of one giant and multiple small pancreatic pseudocysts: a case report, by weigang chen, et al. Per the article, between november 2023 and april 2024; the 36-year-old male study patient who was suffering different symptoms from one giant and multiple small pancreatic pseudocysts distributed across the head, body, and tail of the pancreas; was treated with an ultrasound-guided transmural drainage (eus-tmd) using a hot axios lumen-apposing metal stent. After one week, the patient experienced abdominal pain. CT scans showed a gradual reduction of the targeted cysts but revealed additional cysts that were progressively enlarging. Endoscopic retrograde pancreatography (erp) and endoscopic naso-pancreatic drainage (endp) were subsequently performed. Five days later, the endp drainage duct became obstructed, leading to a high fever. It was unclear whether the fever was caused by the stent or the patient's existing polycystic lesions. The patient also developed an infection, which was successfully treated with medication, and was subsequently discharged. Eight weeks later, the hot axios stent was removed from the stomach, and the nasal pancreatic duct was severed. Four months after that, the enpd stent was also removed. Following these removals, the cysts in the head and body of the pancreas disappeared, although the cyst in the head later reappeared. An abdominal ultrasound showed a reduction in the cyst's maximum diameter. The doctor strictly followed diagnostic and therapeutic guidelines, as well as the device's instructions, throughout the treatment. The patient is currently asymptomatic and remains under follow-up. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The event date of july 29, 2023, has been estimated based on the procedure date and the timeline of events. Block e1: the initial reporter facility name is department of gastroenterology, (B)(6). Block g2: literature source: weigang chen, hao liu, cuihua qi, fang liu, yanling wei (may 18, 2024). "Endoscopic combined drainage of one giant and multiple small pancreatic pseudocysts: a case report." Cureus 16(5): e60559. Doi 10.7759/cureus.60559. Block h6: imdrf patient code e1901 captures the reportable patient complication of "cyst fluid identified klebsiella pneumoniae." Imdrf patient code e1002 captures the reportable patient complication of abdominal pain. Imdrf impact code f2202 captures the "other necessary treatments" and "the nasal pancreatic duct was severed." Imdrf impact code f1006 captures the "the progressive enlargement of the head cyst." Imdrf impact code f2303 captures the "piperacillin-tazobactam was administered."

Manufacturer narrative:
Blocks b5 and h6 have been corrected based on medical safety input on october 25, 2024. Block b3: the exact date of event was not reported. The event date of july 29, 2023, has been estimated based on the procedure date and the timeline of events. Block e1: the initial reporter facility name is (B)(6). Block g2: literature source: weigang chen, hao liu, cuihua qi, fang liu, yanling wei (may 18, 2024). "Endoscopic combined drainage of one giant and multiple small pancreatic pseudocysts: a case report." Cureus 16(5): e60559. Doi 10.7759/cureus.60559. Block h6: imdrf patient code e1002 captures the reportable patient complication of abdominal pain. Imdrf impact code f2202 captures the "other necessary treatments" and "the nasal pancreatic duct was severed." Imdrf impact code f1006 captures the "the progressive enlargement of the head cyst."

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery systems through the article, endoscopic combined drainage of one giant and multiple small pancreatic pseudocysts: a case report, by weigang chen, et al. Per the article, between november 2023 and april 2024; the 36-year-old male study patient who was suffering different symptoms from one giant and multiple small pancreatic pseudocysts distributed across the head, body, and tail of the pancreas; was treated with an ultrasound-guided transmural drainage (eus-tmd) using a hot axios lumen-apposing metal stent. After one week, the patient experienced abdominal pain. CT scans showed a gradual reduction of the targeted cysts but revealed additional cysts that were progressively enlarging. Endoscopic retrograde pancreatography (erp) and endoscopic naso-pancreatic drainage (endp) were subsequently performed. Eight weeks later, the hot axios stent was removed from the stomach, and the nasal pancreatic duct was severed. Following these removals, the cysts in the head and body of the pancreas disappeared, although the cyst in the head later reappeared. An abdominal ultrasound showed a reduction in the cyst's maximum diameter. The doctor strictly followed diagnostic and therapeutic guidelines, as well as the device's instructions, throughout the treatment. The patient is currently asymptomatic and remains under follow-up. Please see the referenced article for full details and full listing of physicians and healthcare facilities.